Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy problem, the actual residual volume was greater than the expected residual volume. The rptr did not provide specific values for volumes. A dye study was scheduled to be performed. It was later reported that the surgeon replaced the sutureless connector which he felt had a pin hole leak. The drug used in the pump at the time of the event was not reported.